Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that pericardial effusion with cardiac tamponade occurred. A pulmonary vein isolation pulse field ablation procedure for atrial fibrillation was performed on a patient with severe scoliosis and a rotated heart. Heparin was administered throughout the procedure and activated clotting time was kept within normal therapeutic ranges. The interatrial septum was identified and the transeptal puncture was made mid-anterior using a versacross fixed wire. Due to thickened interatrial septal tissue resistance was encountered and the versacross sheath was unable to be advanced into the left atrium. The versacross sheath and dilator were exchanged for a medium non-boston scientific (bsc) dilator and sheath. The medium non-bsc dilator and sheath were unable to cross the interatrial septum and were exchanged for a large non-bsc dilator and sheath. The large non-bsc dilator and sheath successfully crossed the interatrial septum and pre-mapping of the cardiac tissue was completed using a non-bsc mapping catheter. A 31mm farawave nav catheter was loaded onto a bsc starter wire and exchanged for the non-bsc pre-mapping catheter. Pulmonary vein isolation via pulse field ablation was completed with fifty-eight (58) ablation applications and no observed complications. The farawave nav catheter was exchanged for a non-bsc mapping catheter and post mapping of the heart tissue confirmed pulmonary vein isolation had been successful. Atrial flutter was induced and was observed as non-re-inducible. Intracardiac echocardiography identified sufficient heart wall motion and absence of pericardial effusion and the procedure concluded. Approximately ten (10) minutes post procedure the patient became hypotensive, no heart wall motion was detected, and an additional pericardial effusion check was performed. Approximately 1500ccs of blood was drained through pericardiocentesis and bleeding persisted despite the administration of reversing agents. The blood pressure of the patient stabilized. Open heart surgery was performed and the source of the bleeding was unable to be identified. The patient remained stable and continues recovery in the hospital.